Manufacturer narrative:
Investigation is ongoing and the results will be reported when aviable. The manufacturing number is (B)(4).

Event description:
"It was reported via clinical trial patient (B)(6) experience, occasionally loss of urine. Relationship to study device: not related." .